Event description:
Complainant alleged that while attempting to convert the heart rhythm of a pt (age & gender unk) the device made a loud pop sound and displayed a "defib fault 78" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.